Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the neck region and helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. During the implant procedure, this ra lead exhibited noise and high out of range pace impedances. The out of range impedances were observed when the lead was connected to a pacing system analyzer which revealed values greater than 3000 ohms. The lead was removed and replaced. No adverse patient effects were reported.